Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, a minor burn was noticed on the patient¿s leg post procedure. The burn was caused by the tubing being draped over the patient¿s leg. It should be noted that the genesys directions for use (dfu) states not to ¿place the procedure sheath tubing over the patient¿s leg or in contact with any part of the user¿s or patient¿s anatomy¿. No treatment was required for the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.